Event description:
It was reported that an ilet user experienced persistent hyperglycemia while traveling after insulin in a hotel refrigerator reportedly froze, and the user observed the pump delivering higher insulin than usual with glucose readings around 180¿220 mg/dl; troubleshooting and education were provided, and the user was advised to replace the cartridge and all supplies and to monitor via cgm. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and continued ability to self-manage with cgm monitoring. Investigation included customer interview, device-use and clinical review, and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and a likely contribution from compromised insulin due to freezing. It was concluded that the event was user-reported hyperglycemia of unclear cause without evidence of device failure, with resolution expected upon replacing insulin and supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.